Manufacturer narrative:
The device is elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high in pacing output settings during implant period. Further analysis performed did not find any anomaly with battery voltage at elective replacement indicator (eri) level. Longevity assessment was performed, and device was at eri due to normal battery depletion. The reported event of premature discharge of battery was not confirmed.

Event description:
It was reported that the patient presented for in-clinic follow-up with the pulse generator close to the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.